Event description:
During PICC (peripherally inserted central catheter) line placement, staff reported the following, the vein was accessed and then the wire was inserted through the needle per procedure. The wire did not thread properly. Difficulty met when attempting to remove the wire. Staff noted the needle dislodged and the wire remained in the tissue. Wire was resistant to removal and during removal, it began to unbraid. X-rays were obtained to confirm there was no retained foreign body as a result of the wire unraveling. Manufacturer response for vascular, power PICC (per site reporter): supply chain specialist to follow-up with manufacturer rep. Response is unknown to this writer at this time.